Event description:
Customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer resumed insulin delivery and attempted a bolus; when unsuccessful, customer replaced the infusion set and cartridge and resumed insulin.